Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, something inside the hand piece broke and the blade would not cut. A second hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.